Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderate tortuous and mid calcified left anterior descending artery, mid segment (lad mid). Following adequate pre-dilation, a 2.75mm x 15.00 mm agent balloon was advanced. However, after starting inflation, no response was noted. After removing the device, outside the patient, it was noted that the saline came out from the balloon. Per the physician balloon rupture occurred before any inflation had been performed. The procedure was completed with another of the same device without any patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderate tortuous and mid calcified left anterior descending artery, mid segment (lad mid). Following adequate pre-dilation, a 2.75mm x 15.00 mm agent balloon was advanced. However, after starting inflation, no response was noted. After removing the device, outside the patient, it was noted that the saline came out from the balloon. Per the physician balloon rupture occurred before any inflation had been performed. The procedure was completed with another of the same device without any patient complications reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was discarded; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Based on the case information, the balloon rupture likely occurred due to an interaction with balloon and the patient anatomy (stenosed, moderate tortuous and mildly calcified left anterior descending artery).